Manufacturer narrative:
Additional info: g3, h2, h6, h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with hypopyon without a decrease in best corrected visual acuity (bcva). Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was referred the same day to have a vitreous tap performed and injection administered. Results of the culture were negative. In the surgeon's opinion, the most likely cause of the event is unclear. Patient outcome is good. Medications administered during original surgery: moxifloxacin. The following medications were prescribed for use at home post-operatively: topical steroid drops.